Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during demonstration a pin of the charger of the sales office was broken and the charger did not work properly. There was no patient involved.